Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to a severe pocket infection. The physician implanted a competitors transvenous system after the infection was cleared. No additional adverse patient effects were reported.